Event description:
The caller reported the pilot balloon on the patient's tracheostomy tube failed at the seam. A non-routine replacement of the tube was required. The tube was discarded. The caller could not provide any other details.